Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunctions were identified during the device evaluation: the outer tube is deformed, and the light guide bundle of the video cable section is broken and therefore the light transmission is lost or too low. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the magnet ring of the control section is broken. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited broken magnet ring of the control section, deformed outer tube, broken light guide bundle of the video cable section and light transmission is lost or too low. There was no patient involvement.